Event description:
It was observed that during the device evaluation, the colonovideoscope connecting tube, air/water-cylinder, air/water-tube and bending section cover or distal sheath have foreign material. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. Additionally, the root cause for the presence of the foreign material in the subject device could not be determined. Physical damage was observed at the locations where the foreign material was found because the device was not reprocessed properly. However, the device did not meet the specifications, thereby confirming the occurrence of the event. The event can be detected/prevented by following the instructions for use in: detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection and IFU states the preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device. Additional information: h3, h6.